Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl. The customers blood glucose level was 314 mg/dl at the time of incident and the current blood glucose level was 337 mg/dl. . Customer has been using insulin pump system within 48 hours of reported high blood glucose level. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. The insulin pump will not be returned for analysis.